Event description:
Report 1 of 3: it was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive with c. Tropicalis occurred. The following information was provided by the initial reporter: molecular false positive with c.tropicalis. What results were reported to clinicians and was patient treatment affected in response? And candida tropicalis, enterococcus faecalis and candida tropicalis, and escherichia coli and candida tropicalis. What result did the customer obtain from the bd product? Positive blood culture detected on the bactec fx instrument, anaerobic media then tested on biofire bcid2 panel. Bcid2 panel detected candida tropicalis not seen in gram stain or obtained in culture. What result was the customer expecting to obtain (if different from the obtained result) enterobacterales sp, enterococcus faecalis, and escherichia coli.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3109880. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batches has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 1 of 3. It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive with c. Tropicalis occurred. The following information was provided by the initial reporter: molecular false positive with c.tropicalis. What results were reported to clinicians and was patient treatment affected in response? And candida tropicalis, enterococcus faecalis and candida tropicalis, and escherichia coli and candida tropicalis. What result did the customer obtain from the bd product? Positive blood culture detected on the bactec fx instrument, anaerobic media then tested on biofire bcid2 panel. Bcid2 panel detected candida tropicalis not seen in gram stain or obtained in culture. What result was the customer expecting to obtain (if different from the obtained result) enterobacterales sp, enterococcus faecalis, and escherichia coli.